Event description:
It was reported that a spectrum infusion pump had a constant upstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant upstream occlusion alarm caused by a failed upstream sensor. The evaluation found low fluid numbers which make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.